Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this device was found to be exhibiting code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended emergent device replacement within 28 days. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse effects reported. The device was subsequently received for analysis.

Event description:
It was reported that this device was found to be exhibiting code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended emergent device replacement within 28 days. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.